Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customers blood glucose was 200 mg/dl. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Cause was not known. Reportedly, the customer addressed their bg with a manual dose injection and changed supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.